Event description:
It was reported that there were burrs at the proximal end of introducer sheath, unable to be advanced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 3.5 fr x 5 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged. The length of the microintroducer was observed to be curved about 3 cm distal to the t-handle. The hub of the dilator within the microintroducer sheath was observed to be attached to the t-handle of the sheath at an angle. A microscopic observation revealed one edge of the tip of the introducer sheath was folded inward and plastically deformed at both corners of the fold. Some wrinkling was observed in the sheath material on the proximal side of this fold in sheath tip. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn0014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were burrs at the proximal end of introducer sheath, unable to be advanced.